Manufacturer narrative:
Additional information: serial no: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total gastrectomy procedure, for the first firing for duodenum resection, the surgeon tried to push the plastic knob of the device, however the knob was not advanced. Replaced by new cartridge, the firing was successful. For the second firing for small intestine resection, the surgeon pushed the plastic knob of the device, however the knob was not advanced. Replaced by new cartridge, the firing was successful. The status of the patient is no problem.